Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch charger was defective and found that the footswitch charger was broken. To resolve the issue, a wireless footswitch charger was dispatched for replacement. The defective wireless footswitch charger was returned to philips for failure analysis. The investigation confirmed the failure of the wireless footswitch charger, and another failure was found to be a loose and/or broken element. After the replacement of the wireless footswitch charger, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury; therefore, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a charger issue in the wireless footswitch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the battery issue would be noticed before the procedure commenced, and alternative measures, such as using the wired foot switch, would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch charger was broken. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.